Manufacturer narrative:
(B)(4).

Event description:
The pt was having surgery to see if there were any issues with the catheter. They were also deciding if they should replace the pump at the same time. The reporter was not aware of any therapy issues with the pt. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.